Manufacturer narrative:
Follow-up #1: date of submission 11/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/02/2015 with the following findings: a ¿call service (cs) 69¿ alarm was reproduced when the pump was powered on. The pump was unable to recover from the cs69 after reboot and the remaining steps were unable to be verified. The ¿cs69¿ failure was written as a ¿cs87¿ failure in the black box. A component failure was found on the pcb. Unrelated to the complaint, the keypad cover was found to be torn/punctured near the down arrow button. The keypad cover was removed and no contamination or contact defects were found.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was reportedly a call service 069 alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.